Event description:
It was reported that no image occurred. The target lesion was located in the coronary artery. A polaris mmg system was used. Bsc reported that there was no image on this unit. They replaced the catheter and the motor drive unit plus 5 but still the issue remain. The patient was already sedated when the issue occurred. No known patient status reported.

Manufacturer narrative:
Device evaluated by MFR: the image pc and the acq pc were functionally tested and met specification.

Event description:
It was reported that no image occurred. The target lesion was located in the coronary artery. A polaris mmg system was used. Bsc reported that there was no image on this unit. They replaced the catheter and the motor drive unit plus 5 but still the issue remain. The patient was already sedated when the issue occurred. No known patient status reported.